Event description:
It was reported that the remote home monitoring system issued an alert for the pacemaker and another manufacturer's right ventricular (rv) lead exhibiting low out of range pacing impedance measurements around 200 ohms. The lead safety switch (lss) was triggered and changed the polarity of the rv lead from bipolar to unipolar. It was noted that threshold measurements were stable and there was no noise. Boston scientific technical services (ts) was contacted and suggested bringing the patient in for evaluation. The field representative noted the cause of the noise was unable to be determined and no changes have been made to the system. The pacemaker and rv lead remain in service and no adverse patient effects were reported.